Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was confirmed in troubleshooting at the customer that "color bar image is displayed on the monitor" was resolved by reconnecting the connector that connects the device and the scope correctly. Accordingly, it was estimated that the device was not connected to the scope. However, it was not possible to identify root cause with a poor connection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center monitor display color bar image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to seat the scope to the cv-190 and image displayed on the monitor and the issue was resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.